Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device successfully delivered two shocks to the patient then displayed "inactive pads" and "check pads" messages with these electrode pads attached. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and associated electrode pads were not returned to zoll medical corporation for evaluation; instead, the ECG data from the event was returned and evaluated. Evaluation found that the device did deliver energy on multiple occasions. The data showed that the patient impedence measurements ranged from 108 to 132 ohms. Additionally, the ECG signal were intermittently lost during the intervention. This factor suggests poor coupling between the electrode pads and the patient's skin. We were unable to establish root cause since the electrode pads were not returned for evaluation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.